Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bilateral inguinal hernia repair procedure, the balloon did not inflate. Another trocar was used to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the balloon obturator and insufflation bulb were received. The device could not be inflated. All other components functioned properly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed damage to device was associated to excessive application of adhesive during the assembly of valve into the valve body could cause this reported condition that consequently causes the balloon did not inflate. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.